Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, post-deployment of a 26 mm sapien 3 valve a pinhole was noted on the delivery system when examined by the physician post procedure. No problems were noted during valve deployment and there was no impact to the patient. The device was not returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Additionally, no imagery was provided. During DHR review, it was found that the balloon failed the compliance burst test per product exception. The balloon lot lower tolerance limit was less than the lower specification limit. Balloon with burst rating lower than the specification can impact the fatigue/strength characteristics of the balloon and result in premature balloon failure. A process change control involving increment of test sample sizes was implemented. Additional samples were taken and data was re-analyzed. The lot passed the tests, as such, it is unlikely to have contributed to the complaint event. A review of all other work orders did not reveal any issues that could have contributed to the complaint event. A lot history review was performed and revealed no other relative complaints. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. As the complaint was unable to be confirmed and the control limits for the associated trend category was not exceeded for february 2020, a complaint history review is not required. The IFU, device preparation manual, and training manual were reviewed. The operator is instructed to visually inspect the delivery system, and all components, for damage prior to use. After deployment, the delivery system should be completely unflexed and the balloon completely deflated, prior to attempting withdrawal. The operator should pull the delivery system through the sheath, maintaining guidewire position in the aorta. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed due to no imagery nor product returned. Investigation of lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As stated in the case notes, moderate calcification was present in the annulus. Calcification can interact with the inflation balloon and cause damage such as pin holes. Depending on the extent on the balloon damage, it is possible that the leakage did not prevent full valve deployment. Alternatively, it is possible that that the inflation balloon could have been damaged during retrieval of the delivery system. As the sheath liner was torn prior to retrieval of the delivery system, it is possible that the inflation balloon interacted with patient vasculature during removal resulting in the reported damage. Available information suggests that patient factors (calcification) may have contributed to the complaint event; however, without further imagery, a definitive root cause is unable to be confirmed. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.